Event description:
A doctor alleged that he used mojo clear cement on a patient to place four (4) veneers. The second bicuspid on the left side of the patient debonded two (2) days after placement.

Manufacturer narrative:
Due to the tooth being a posterior tooth, aesthetics is not an issue for the patient. The doctor will re-cement the restoration in approximately three (3) weeks. Multiple attempts were made to contact the doctor in order to obtain further information; however, the doctor has remained unresponsive. The product alleged in this incident was not returned; therefore, retain samples were evaluated for adhesive strength and ambient light, yielding within specifications. In addition, no similar complaints were received in regards to this lot.